Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm on the (B)(6) 2016. It was noted that a type ii endoleak was confirmed during regular follow-up post the index procedure. Ima embolisation was then performed in another facility.  It was then  reported that a type 1b endoleak from the (right limb etlw1613c124) and type 3b (etbf2313c166 body portion) were suspected during the final contrast study. As per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
It was reported that additional intervention was performed on (B)(6) 2021. A etlw1616c82(B)(6) was added to the peripheral por tion of the etlw1613c124, and was placed until just close to the iia bifurcation. The type 1b endoleak has resolved. An etcf2323c49(B)(6) was implanted to the central part, and then two etlw16c82 were added as two limbs ( sn (B)(6) and sn (B)(6) from the center of the cuff as double and the endoleak type 3b has resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.